Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: d1, d8, g1 and h6.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the lower abdomen and flanks on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph on (B)(6) 2022 by a medical professional.